Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and found a blockage in the waste line of the glucose module. The fse cleared the blockage and cleaned the glucose cup to resolve the issue. System performance was verified. Customer demographic (weight) was not provided.

Event description:
A customer reported obtaining a false low glum (glucose) result for one (1) patient, involving the unicel dxc 800 pro synchron system. The result did not match the patient's historical results. The customer repeated the sample and obtained a glucose result considered correct. The false low glum result was not reported outside the laboratory. There was no effect to patient treatment in connection to event. Quality control was within laboratory established ranges on the day of the event.

Manufacturer narrative:
Additional information from the field service engineer (fse) confirmed the blockage in the glucose module was caused by use error. The blockage was protein precipitate from patient samples; indicative of poor sample quality or insufficient maintenance.